Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. The device cannot be repaired, and the customer was advised to order a new device. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement reported with the event.